Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs and medical records. Device history record (DHR) was reviewed and no discrepancies were found. Review of medical records and radiographs demonstrates stress fracture of medial epicondyle. Implant in appropriate position without problems. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00840009000 humeral screw kit 2 humeral crews 63876511; 00840002407 ulnar component plasma sprayed size 4 75 mm length right for cemented use only 63336709; 00840009500 articulation kit size 5/6 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b; sterile product do not resterilize 63876509. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that the patient underwent right total elbow arthroplasty. Subsequently, the patient was noted to have a stress fracture at the one-year follow-up with pain. No additional patient consequences were reported.